Event description:
A customer contacted beckman coulter inc (bec) customer technical support (cts) to report water leak from the hydro pneumatic tray and onto the floor. No injury or exposure was reported.

Manufacturer narrative:
On (B)(4) 2011 a field service engineer (fse) adjusted low air pressure and tightened all pressure regulator lock nuts. Fse tightened all fittings/connectors around suspected leak area. No leaks were observed. Repaired verified per established procedures. (B)(4).